Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were having issues charging the implant. Patient said the issue started probably at least 3 weeks ago and they called the representative who told them to reset controller and that worked for a little while. Patient then said they had to do that a few times. Patient said they would get the replace controller batteries screen, but then yesterday they got rm06. Patient also said charging could take 3 hours. Patient didn't have the recharger with them during the call. Patient inspected controller port and said it looked fine. Patient blew into controller port and reset controller. The issue was not resolved. Patient will call back with recharger for further troubleshooting.

Manufacturer narrative:
Review of this MDR and per additional information received it shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.